Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 72 mg/dl.